Event description:
Related manufacturer reference number: 2017865-2023-94515 it was reported the patient presented for implant procedure. During surgery, the helix on the leadless pacemaker (lp) was pulled on which prevented the lp from achieving proper numbers during mapping. A second lp was used and experienced the same issue. A third lp was successfully implanted. The patient was in stable condition.

Event description:
New information noted the helix was stretched on the leadless pacemaker which resulted in compromised numbers.

Event description:
New information noted the stretched helix caused inadequate capture thresholds and low pacing impedance.